Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed the tip, balloon, markerbands, proximal bond, and inner, outer shaft were microscopically and visually inspected. Inspection revealed a pinhole in the balloon material located 6cm from the tip of the device. Inspection of the remaining device found no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The stenosed lesion was located in superficial femoral artery. A 5.0 x 150 x 150 hybrid fg sterling otw balloon catheter was advanced for dilation and ruptured in the superficial femoral artery. The device was removed and the procedure completed with another of the same. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The stenosed lesion was located in superficial femoral artery. A 5.0 x 150 x 150 hybrid fg sterling otw balloon catheter was advanced for dilation and ruptured in the superficial femoral artery. The device was removed and the procedure completed with another of the same. No patient complications were reported and the patient status was stable.